Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling and avaulta plus anterior bio synthetic support system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele, incomplete uterovaginal prolapse, and urethral hypermobility and mesh was implanted along with a concurrent procedures of a total hysterectomy. It was reported that following insertion of the mesh, the patient experienced pain, extrusion, infection, recurrence, bleeding, urinary problems, and bowel problems. It was reported that patient underwent removal/repair on (B)(6) 2010. (B)(4).

Manufacturer narrative:
This file is being resubmitted as requested by esg due to connectivity issue. The patient underwent the concurrent procedure of drainage of ovarian cyst during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced rectocele and cystocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.